Event description:
During a vitrectomy procedure the tip of the torpedo mini-light (B)(4) melted and formed a bulb at the end. No pt impact was reported. No info available about system used. No info available about incision made or not. No contact of product with pt. Event occurred during procedure. "Affiliate has indicated this occurred during a procedure, no harm to the pt, and it was determined to be a reportable event." Inconclusive. Visual inspection of one time use device shows probable signs of re-sterilization, cleaning, or reprocessing.